Manufacturer narrative:
The device and the event electrodes were returned for evaluation. Visual examination of the electrodes found an excessive amount of hair attached to the adhesive foam. Zoll recommends that patients are cleaned and clipped prior to applying electrode pads to assure good coupling of electrode to skin contact. The device was put through extensive testing, which included environmental and functional testing and operated to specification. This investigation was closed as improper patient preparation prior to the application of the electrodes. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an (B)(6), male patient the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another defibrillator to continue treating the patient. Complainant indicated that the patient subsequently expired, in the emergency room.